Event description:
Kestra customer care received a call from the kmts field rep that the patient passed away in the early hours of (B)(6) 2022. The patient had been discharged on saturday (B)(6) 2022, after the wcd fitting, and approximately 8 hours after the fitting got an "adjust your garment alert" in the middle of the night. According to the patient's caregiver, the patient got up to use the bathroom around 12:30 am and fixed the adjust your garment alert. The patient then talked with the patient's caregiver for a little while and stated was not feeling well. The patient's caregiver then tried to talk to the patient but the patient was unresponsive. The patient's caregiver called ems and they removed the wcd to perform emergency resuscitation procedures. Resuscitation efforts were unsuccessful. The patient passed away. The cause of death is unknown at the time of reporting. The wcd role in patient's death is pending additional medical information and evaluation of the to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device passed all field return tests and inspections and was reconditioned. The returned device met all specification and evaluation tests. There is no indication of a product malfunction. The evaluation of returned device indicated that the wcd performed as intended. Wcd role in patient death is unrelated and the patient expired apparently due to pulseless electrical activity unrelated to wcd indications for use.